Manufacturer narrative:
(B) (4). Eval summary: parts were in vivo approximately 3 months prior to dislocation. That, in conjunction with the dislocation and subsequent explantation prevented accurate dimensional analysis. Info on the mating devices and instrumentation used was not provided. It is unk if the constrained liner was implanted according to the proper surgical technique. Pt factors such as compliance with rehabilitation protocol are unavailable. No x-rays, photos, or surgical notes were returned. Based on the above info and observations, the dissociation of the head from the liner may have been due to one or a combination of the following events: incorrect positioning of the shell upon implantation; improper assembly of the restraining ring and liner; muscle and fibrous tissue laxity around the hip; pt factors such as activity level or compliance with rehabilitation protocol. However, the exact cause of this situation cannot be determined with certainty at this time. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc considers the investigation closed.

Event description:
Three months post-op, pt presented in the ER with a dislocation. Femoral head had disassociated from liner. Intraoperatively, it was discovered that the ring was still secured to the liner, and liner to the shell. Head had pulled out.